Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c magnesium and chloride results for multiple samples. The following data was provided (normal patient ranges provided: magnesium is 1.6 to 2.3 mg/dl, chloride is 98 to 107 mmol/l): sid (B)(6) initial magnesium result = 2.3, repeat = 1.3; sid (B)(6) initial chloride result = 120, repeat = 107; sid (B)(6) initial chloride result = 124, repeat = 106. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and realigned the 1ml syringe, and replaced the sample syringe assy and cup, ict-ref with probes, which resolved the issue. There have been no further occurrences of discrepant results as described in this complaint after realignment and replacement of the parts. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01751.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample syringe assy and the cup, ict-ref with probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac01751 or the sample syringe assy or the cup, ict-ref with probes was identified.

Event description:
The customer observed falsely elevated alinity c magnesium and chloride results for multiple samples. The following data was provided (normal patient ranges provided: magnesium is 1.6 to 2.3 mg/dl, chloride is 98 to 107 mmol/l): sid (B)(6) initial magnesium result = 2.3, repeat = 1.3 sid (B)(6) initial chloride result = 120, repeat = 107 sid (B)(6) initial chloride result = 124, repeat = 106 no impact to patient management was reported.